Event description:
Alleged the siderail would not latch.

Manufacturer narrative:
The hill-rom tech indicated the siderail would not latch in the raised position. The hill-rom tech found the latch plate for the siderail was bent. The latch plate was replaced to repair the bed. Chapter 6 of the service manual ( man013re) documents a function check for the siderail frame as part of preventative maintenance. The procedure includes ensuring proper latching and down storage of the siderail. Repairs should be made as necessary.